Manufacturer narrative:
The sodium electrode lot number was provided as n24(n2488) and was installed on 10/18/2016. The root cause of the event was determined to be use of an expired electrode. The customer had been using the electrode for four months. Calibration data provided for investigation indicated electrode contamination. The customer was advised to follow the recommended schedule for regular electrode exchange intervals of two months or 9000 determinations.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low ise indirect na, k, ci for gen.2 sodium results for qc material and patient samples. A clinician had called the laboratory to complain that the result for one patient was too low compared to a blood gas result. The patient in question had a sodium result of 137 mmol/l on a blood gas analyzer. The result from the cobas analyzer was 124 mmol/l. The repeat result on the cobas analyzer was 132 mmol/l. The customer changed the kcl reagent, recalibrated the ise assays, and repeated many patient samples. The repeat results were much higher. Of the data provided for 44 patient samples, the results for six additional patient samples were discrepant. Patient 1 initial result was 124 mmol/l and the repeat result was 131 mmol/l. Patient 2 initial result was 107 mmol/l and the repeat result was 112 mmol/l. Patient 3 initial result was 133 mmol/l and the repeat result was 139 mmol/l. Patient 4 initial result was 131 mmol/l and the repeat result was 138 mmol/l. The following samples were initially tested on 01/07/2017. Patient 5 initial result was 126 mmol/l and the repeat result was 132 mmol/l. Patient 6 initial result was 131 mmol/l and the repeat result was 137 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The electrode lot number was 668951. The expiration date was requested but was not provided.